Event description:
It was reported, sixteen years after a tka had been performed, the patient complained about having pain. The surgeon suspected of a broken post in the journey I insert, so a revision surgery was performed to exchange the insert. The patient outcome is unknown.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a knee revision was performed 16 years post-implantation due to pain and suspected broken post. A photo of the explanted insert confirms the broken post. However, per email communication, the requested x-rays and surgical reports are not available. The cause of the breakage is unknown and the patient impact beyond the revision surgery cannot be determined. Therefore, no further clinical assessment is warranted at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.